Event description:
An ortho clinical diagnostics systems scientist obtained a higher than expected test signal response from a single reference calibrator 2 sample on a vitros eci immunodiagnostic system that would correlate to a higher than expected vitros tropi es result. Vitros tropi es result: 2.32 ng/ml vs. Expected 0.028 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No patient samples were affected in this event and there was no allegation of patient harm made; however, ortho clinical diagnostics cannot confirm that patient samples would not be affected if the event was to reoccur at a customer facility undetected. (B)(4).

Manufacturer narrative:
The investigation has determined that a higher than expected vitros tropi es result was obtained from a single reference calibrator 2 sample on a vitros eci immunodiagnostic system. Root cause for the events could not be determined; however, the possibility that a transient vitros eci system issue or an unexpected reagent issue had contributed to the result could not be ruled out. An internal investigation is ongoing into the performances of vitros troponin I es kit lot 1710 and above.